Event description:
It was reported that the patient underwent a vertebroplasty to treat a compression fracture using a competitor s product. The patient underwent a revision surgery due to pseudoarthrosis and kyphosis at l2-l4 with a corpectomy at l3. 7 months post-op the patient underwent another surgery due to infection. Per the report, crp did not decrease and purulent discharge had been observed post-op. Since the symptoms did not improve, all implants were removed and the irrigation was performed. Bone fusion has been completed. A posterior fixation will be added later.

Manufacturer narrative:
Device MFR: (B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# g8698501, lot 0161760w; part # g8698500, lot 0133356w; part g7540020, lot h11b6729, h11d1116, h12a4030; part g7543640, lot h10j0895; part g7543645, lot h10h3701, lot h10k0617; part g7543650, lot h10e0323; part g8110614, lot 0197508w. (B)(6). (B)(4). PMA/510k: these parts are not approved for use in the united states; however like devices catalog # 8698501, 8698500, 8110614, 510k # k010249; catalog # 7540020, 510k # k052187; catalog #7543640, 7543645, 7543650, 510k # k031655; were cleared in the united states. The manufacture date for lot 0161760w is 06/20/2011; the manufacture date for lot 0133356w is 01/14/2011; the manufacture date for lot h11b6729 is 12/23/2011; the manufacture date for lot h11d1116 is 05/03/2011; the manufacture date for lot h12a4030 is 02/13/2012; the manufacture date for lot h10j0895 is 10/14/2010; the manufacture date for lot h10h3701 is 09/13/2010; the manufacture date for lot h10k0617 is 11/26/2010; the manufacture date for lot h10e0323 is 06/29/2010; the manufacture date for lot 0197508w is 01/31/2012.